Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient's adaptive stimulation (as) was not working; the patient programmer (pp) was showing the patient was laying down when they were standing/in an upright position. The patient noted that there was no apparent cause and she was 100% covered until the stimulation stopped covering her pain. The patient stated that the manufacturer representative (rep) removed the aim tes because it did not work for the patient and the failure started (B)(6); an increase in pain also started and the pain level was high. The patient stated she was not pleased with the as being taken away and when she was lying down she needed to change the settings so it was not as care free as she was promised. The patient stated that she was given new programming without as by the rep and she did not care for it; the issue was not resolved at the time of the report. The patient noted there was no change in medical history and no accidents. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation for non-malignant pain. It was reported that therapy was not changing with positions. The patient reported that she used the patient programmer (pp) today to increase because she was in more pain and noticed today that the pp showed she was in laying down position while she was in upright position. Then it switched back to upright. On and off. The patient reported that right now it said laying down again. It was reported this had never happened before. Patient services asked if patient sync'd the pp when she changed position. Patient responded yes. Patient services reviewed patient needed to give it at least 30 seconds. Patient reported she had been in upright position for an hour. It was reported patient did not feel her neurostimulator might have moved. Patient reported she had been having a lot of issues. Therapy was not covering her pain. Patient reported she got a whole lot of stimulation when she should not. It was reported that the patient met with a representative (rep) last week. Rep gave her a different mode. Rep told her to use group a. Patient was on b and it was not working; she had tingling and pain. Rep had told her to go to a. It was reported on the call, that the pp showed as was on and patient was in group a. It was reported that it worked really well for 4 days. Patient did not feel tingling and the pain was covered. Then it stopped working again; pain returned and patient started feeling stimulation again. No further complications were reported or anticipated.